Event description:
I used the freestyle libre 3 continuous glucose monitor as prescribed and relied on its readings without routine fingerstick testing. Based on the cgm readings, my glucose levels appeared controlled. I later experienced worsening diabetic control and sudden vision loss in my left eye. I required urgent evaluation and treatment by a retinal specialist, including an intravitreal injection, to prevent permanent vision damage. I believe inaccurate glucose readings from the device may have contributed to delayed recognition of poor glycemic control, resulting in serious eye injury. The sensor involved was freestyle libre 3.